Event description:
It was reported that the patient received an inappropriate shock due a suspected lead fracture of their right ventricular (rv) lead that was causing oversensing. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.